Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the small battery drive device was sticky, and the power was insufficient/low. It was further observed that the device had corrosion/rusting/pitting, component damage, and unintended activation/motion. It was further determined that the device failed pretest for general condition, check for sticky triggers, check function of device, check for unintended motion, check in ¿off¿ mode, check the forward/reverse modes function, check the oscillation mode function, check the oscillation angle, check switching function forward/reverse in running mode and check power with power test bench. It was noted in the service order that there was a gradual deterioration of metal (such as corrosion, rusting, and pitting) on the internal components of the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.